Manufacturer narrative:
Corrected data: corrected data: g.3 additional report source.

Manufacturer narrative:
No product was returned; 10 photos were received for evaluation. Visual inspection found: photo one showed a 250ml cassette, the cassette and line were observed to be filled with a red liquid; no dysfunction conditions were observed. Photo two showed the distal end of the line and connector of the 250ml cassette; the line was observed to be filled with a red liquid with air gaps present in the tube and connector. Photos three and four showed the top view of the 250ml cassette that was filled with a red liquid; air bubbles were present in the pump tube. Photos five and six showed the 250ml cassette where the ay bag was observed to be filled with a red liquid; air bubbles were present in the top and bottom of the bag. Photo seven showed a 100ml cassette, the cassette and line were observed to be filled with a red liquid; no dysfunction conditions were observed. Photo eight showed the distal end luer connector of the 100ml cassette; the line was filled with a red liquid and an air gap was observed in the connector. Photo nine showed the 100ml cassette where the ay bag was observed to be filled with a red liquid; air bubbles were present in the top and bottom of the bag and in the tube exiting the cassette. Photo ten showed a top view of the 100ml cassette where cassette was observed to be filled with a red liquid and small air bubbles were visible in the pump tube and in the tube at the exit of the cassette. The reported failure mode was confirmed. If the product is returned, this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette has air in line. No patient injury reported.